Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 364 mg/dl. The customer was treated with an insulin drip. The caller stated that he was vomiting, thirty, and dehydrated. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. The customer stated that the bolus history shows only two inaccurate boluses. Assisted the customer to program a 0.2 units bolus and noticed that the delivery was accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. Advised the customer to remove the cannula and it was bent and occluded. Instructed the customer to change the infusion set and reservoir every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.